Event description:
It was reported that the patient had high impedances on the left lead contact 2. No symptoms reported. Unresolved with no further action planned. It is unchanged, stable from previous ipg this contact is not being used.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type extension product ID 3389s-40 lot# va18ynq serial# implanted: (B)(6) 2017 explanted: product type lead product ID 3389s-40 lot# va18ynq serial# implanted: (B)(6) 2017 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6) , ubd: 12-jul-2020, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6) , ubd: 12-jul-2020, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: va18ynq, ubd: 01-jun-2019, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: va18ynq, ubd: 01-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the etiology was determined to be associated with the extensions as well as the leads. No actions taken or planned. Unresolved with no further action planned.